Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that whenever therapy was turned on, they got a "little jolt" in their right hand. The patient indicated that they felt the "little jolt" continuously, but only when therapy was turned on. At the time of the call, the patient checked their implantable neurostimulator (ins) with the patient programmer (pp). Therapy was on, the ins battery level was ok (75%), and the amplitude was set to 3.0 for their left and right sides. The amplitude has remained at the same level for over a year, but they wondered if the "little jolt" in their right hand was caused by the amplitude being set too high. As a result, the patient thought the ins might need to be adjusted. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that their next appointment would be not be until may of next year. They will call their hcp office to report the issue and try to get an earlier appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the little jolt was unclear. Programming ad justment were made, and the patient was advised to let the hcp know if the symptoms continued.